Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet insulin pump manually paused insulin delivery multiple times to avoid perceived hypoglycemia risk, including a pause of about two hours, which was followed by hyperglycemia up to 396 mg/dl; glucose subsequently returned to range without changing the abdomen-placed inset infusion set. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.